Manufacturer narrative:
Changed to malfunction following the receipt of additional information. This determination is consistent with similar incidents (B)(4).

Event description:
Procedure: according to the reporter: I was contacted by the hospital reporting 3 separate events where the balloons cause bladder injury to the patient. I am following up with the surgeons to see if there is any additional information I can get. Was there patient involvement: yes.

Manufacturer narrative:
(B)(4).